Event description:
It was reported that a malfunction occurred, identified by a software error code. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to contact support if the malfunction reappears, which they acknowledged and understood.